Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2012, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that interrogated ins on (B)(6) 2021 and impedances above 10,000 on electrode 8. Programming does not use electrode 8. Ins at eri and will be replaced in the near future. Additional information was received from the manufacturer representative (rep). It was reported that the eri was due to normal battery depletion. There was no plan to address the high impedance issue at ins replacement surgery.